Event description:
It was reported that the remote home monitor issued an alert indicating the pacemaker had entered safety mode. The clinic contacted the family and was notified that the patient was being transported to the hospital via ambulance due to experiencing syncope. When the syncope occurred, the patient fell and hit their head. At the hospital the patient was assessed for a minor head wound and found to be okay. The patient fully recovered from the head wound. Review of the electrocardiogram noted oversensing of noise that led to pacing inhibition as the cause of the syncope. The noise occurred when the pacemaker dependent patient had moved their left arm. Due to the safety mode and pacing inhibition, the patient underwent an emergent device replacement procedure. This pacemaker was explanted and successfully replaced. No additional adverse effects were reported. The information provided indicates this product has been returned for analysis but is currently being held in customs. Upon receipt and analysis of this product, an updated report will be provided. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the remote home monitor issued an alert indicating the pacemaker had entered safety mode. The clinic contacted the family and was notified that the patient was being transported to the hospital via ambulance due to experiencing syncope. When the syncope occurred, the patient fell and hit their head. At the hospital the patient was assessed for a minor head wound and found to be okay. The patient fully recovered from the head wound. Review of the electrocardiogram noted oversensing of noise that led to pacing inhibition as the cause of the syncope. The noise occurred when the pacemaker dependent patient had moved their left arm. Due to the safety mode and pacing inhibition, the patient underwent an emergent device replacement procedure. This pacemaker was explanted and successfully replaced. No additional adverse effects were reported.